Event description:
Litigation alleges plaintiff suffered and continues to suffer cobalt and/or chromium poisoning, constant pain, falls, numerous doctors visit, possible revision surgery, lost wages, lost income, anxiety, fear and other economic and emotional damages. Update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain. Update (B)(4) 2012- medical records were obtained. Medical records indicate significant trunnion wear with significant gray debris around the trunnion. There was also milky white fluid with white debris.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for further corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.